Event description:
Information received by medtronic indicated that the software had started to download but suddenly it went back to check for update again. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer to continue to use the app and which will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
An attempt to reproduce the reported event using guardian software version 1.3.2 installed on iphone xs ios 16.2 with a transmitter was conducted, and confirmed the issue is reproducible. We were able to reproduce the issue 90% - 99% of the time during testing. The software did not successfully adhere to the specified requirements and performed in accordance with the expectations specified in the software requirements specifications (B)(4) . After conducting a thorough investigation, we have found that the utilization of an extra-strong zshield configuration during the build creation process has resulted in performance issues. Specifically, the coreanimation functionality within the native ios sdk does not have sufficient time to execute animations accurately, causing the application to crash. To rectify this issue, we can fix it by updating the zshield configuration to manage the app performance effectively. The esf number that corresponds to the reported issue is: 4865180. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: please ask customer to update the guardian app to the latest version. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.